Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that an speedband superview super 7 was used during an esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the band didn't go out properly from 3-4th. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific that that during a speedband superview super 7 was used in an esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the 3rd and 4th bands did not deploy properly. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the procedure. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Correction: d4: model number. E1: initial reporter title. Device evaluation summary: the speedband superview super 7 was returned for analysis. During the visual inspection, it was seen that the ligator housing was not returned. Additionally, the handle did not have evidence that the trip wire was secured into the handle slot, and the trip wire slack was not taken up. The reported event of bands failure to deploy could not be confirmed with testing of the product return due to lack of evidence. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot and the trip wire slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, preventing the trip wire from working accordingly with the handle when pulling the bands. All compiled information on this investigation determines that the most probable cause is cause not established.